Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during an intraocular lens (iol) implantation surgery, excessive resistance was encountered when injecting the iol. The procedure was successfully completed on the same day after replacing with another lens of the same specification.